Event description:
It was reported that a spectrum pump had an air in line errors. This occurred during programming/ setup at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line error was not reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor lower reading was out of the calibrated specification. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.